Manufacturer narrative:
(B)(4); a boston scientific technical services consultant discussed the clinical observations with the caller. The consultant recommended further testing. Non-invasive programmed stimulation testing (nips) and commanded shock testing was performed. A shock impedance measurement of 83 ohms was the result. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received stating this system was still exhibiting out of range shocking impedance measurements. A boston scientific technical services consultant discussed the clinical observations and troubleshooting with the caller. No adverse patient effects were reported.